Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with connector pin measuring 11.5cm from the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that increased capture threshold and high, out of range, pacing lead impedance were observed. X-ray indicated a loose connection with the ICD. During revision surgery, the connection issue was verified and when the lead was tested with a system analyzer, high capture threshold and high, out of range pacing lead impedance were observed. Lead fracture was suspected. The lead was capped and replaced.